Event description:
Drive devilbiss healthcare is the initial importer of the device which is a wheelchair. The device was not returned for evaluation. We will submit a follow-up if additional data becomes available. The end-user was a resident of hospice care. While sitting in the chair the user's leg was lacerated by the caster bolt. The caregiver and nurse bandaged and redressed the wound. The end-user passes away from the infirmary that caused her to be a hospice resident.